Event description:
It was reported that the pacemaker device exhibited oversensing and noise on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that there could be lead damage near the pocket area which was cause noise and oversensing. This rv remains in service. No adverse patient effects were reported.